Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised because of infection, removal of all components. 12.0 mm small stature aml stem, 54 300 series cup, 54 x 36 n metal liner, 36+5 metal head, apex hole eliminator, could not read product numbers. Doi: unknown; dor: (B)(6) 2019; unknown hip.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: d6a, d6b, h6 (clinical code, problem code, impact code).

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: no code available (3191) is used to capture (device revision or replacement and blood heavy metal increase).

Event description:
After review of medical records, the patient had an I&d on (B)(6) 2019 for infection. Operative notes reported evident that the abductor repair had failed and was incompetent. Evident that the abductor repair had failed and was incompetent. There was a good amount of scar tissue. A liter of pus came out from the joint. There was a large amount of purulent tissue within the joint. The patient was then revised on (B)(6) 2019 for right septic total hip arthroplasty. Operative notes reported there was some blackness behind the liner as well as on the acetabular cup and the acetabular itself had poor bone quality. It was noted that 1200 ml blood loss and 2 packed rbc was transfused.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.